Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction had occurred due to a software issue. A technical support specialist created a temporary profile at the cabinet to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medflex 1000 had experienced an issue where the patient was not showing at the cabinet. The customer reported that while trying to issue medication for a patient, the patient was not showing at the cabinet. There was no delay in patient care due to this issue. There were no adverse events or injuries reported as a result of this incident.